Event description:
It was reported that while in a procedure, the pt's blood pressure dropped prior to ablation and cardiac tamponade occurred. The procedure was stopped and a pericardiocentesis was done. The doctor believes that this incident can be attributed to the sheath and not the catheter that was being used. The pt was placed in critical care of observation. No info was provided regarding the catheter and the sheath that were used in the case.

Manufacturer narrative:
Follow up info obtained from customer indicates that the perforation of pt's heart occurred in the superior vena cav/right atrium junction area. Per customer, ablation had taken place in this area. The pt went to surgery for the cardiac tamponade in 2008. Pt is recovering, and is doing fine.